Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the clear insulation behind the jaws split apart. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: one lf5544 was received, and evaluation confirmed the reported issue. The clear boot was torn, with all pieces still attached and present. The sample failed high potential (hipot) testing. The investigation identified the root cause of the reported event to be user error. The instructions for use state to prevent damage to the flexible insulation proximal to the jaws by confirming the handle is fully closed prior to insertion into and extraction from the cannula as cannulas with hard, non-beveled openings may cause the flexible insulation to retract, potentially compromising the insulation. If information is provided in the future, a supplemental report will be issued.